Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was out of the skin. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock in open position. The procedural sheath was exposed to blood, fully retracted to the green shuttle. The advancer tube was returned covering the balloon catheter with the single marker fully visible and exposed to blood. The 10ml syringe, and the sealant were not returned with the device. The condition of the returned device indicates an incomplete removal. The balloon catheter was inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. A product history record (phr) review of lot f1901401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrectly following the instructions for use (IFU), may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was out of skin. There was no reported patient injury. The device is expected to be returned for analysis.